Manufacturer narrative:
(B)(4) - an RMA was issued for the return of the device. The device was returned and evaluated as of (B)(6) 2015. During analysis, the reported issue of the unit alarming was not able to be duplicated. Instead, the concentrator was discovered to have no alarm. The underlying cause of this new issue was determined to be a defective power switch. MDR to be filed.

Event description:
Dealer is stating that the unit is alarming. Upon evaluation, this problem could not be duplicated. Instead, the unit was found to have no alarm.